Event description:
Procedure type: inguenal hernia repair. According to the reporter: the balloon tip portion of the trocar broke/deflated after inflation. The outer layer of the balloon was torn, however, there was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result as this occurred at the end of the procedure. No patient injury was reported and reported current condition is well.

Manufacturer narrative:
.